Event description:
Hcp reported the patient presented in the clinic with signs of infection including chills, tenderness, and swelling of the pocket that was aspirated of pus. A culture of the device pocket was positive for staph aureus. The paitent did not have meningitis. Patient was treated with both IV and oral antibiotics and total device system explant. The patient was seen later in 2002 and reported to be doing well.